Manufacturer narrative:
Device analysis: analysis of the lead found that ¿normal impedances were measured on all circuits and electrode pair combinations¿ when tested with a known good screening cable and external neurostimulator (ens). There were no anomalies found through analysis of the lead.

Event description:
It was reported that after implant on 2013-(B)(6) the patient had good effect, but in late (B)(6) 2014 the therapy was ¿dismissed.¿ it was noted that the patient¿s ¿tremble¿ was ¿obviously¿ like it was pre-operatively and the patient went back to the hospital to be checked. It was reported that the implantable neurostimulator (ins) was normal, the doctor doubted that the lead was broken, and the doctor replaced the lead with a new lead. It was noted that there was good effect. It was later reported that the patient¿s ¿symptom¿ was parkinson¿s disease.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0bmgv, implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead. (B)(4).